Event description:
On (B)(6) 2012 global pharmacovigilance (gpv) was notified by a peritoneal dialysis registered nurse (pdrn) of a transfer set that had 'ruptured' on an unknown date in (B)(6). The transfer set was replaced on (B)(6) 2012. The pdrn stated that on (B)(6) 2012 the homechoice patient (hp) had been started on antibiotics for suspected peritonitis. During a follow up phone call with the pdrn, she confirmed that the hp did have peritonitis. She stated that on an unknown date either the transfer set or the pd catheter had begun to leak due to an unknown cause. The pdrn was unable to confirm the precise location of the leak. The hp had cut off the part that was leaking and then reconnected the transfer set. The hp was seen and treated with antibiotics at another clinic and additional information was unavailable.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The sample was unavailable, a follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot (h11j24049) and no issues were found related to the reported condition during the manufacture of this lot. The label review found the labeling adequate for the use error that was identified in this complaint. Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined.